Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 4th and 5th needles couldn't be pulled out. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted five needles and five sutures in a retainer. Four of the sutures were detached from a needle. The sutures were tangled in the retainer and were difficult to remove. Samples were sent to engineering for further evaluation of difficult to remove sutures. Engineering couldn¿t determine a root cause because there was no evidence that the reported condition was due to manufacturing/assembly process failure or machinery and environmental failure. Therefore the reported condition occurred after it left the manufacturing facilities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.